Event description:
The customer reported that a hearing aid wearing nurse experienced ringing in her ears and hearing loss during and after a pump implementation in-service. Details of the event were reported as follows: the nurse with recent (within the past year) progressive hearing loss attended a group in-service in a small room. During the training, the pumps all alarmed at the same time resulting in a "high-pitched" noise. Although the md can turn the volume down, the hearing aid is not adjustable by the wearer; the volume on the device self-corrects for different noise levels. The nurse described the hearing loss/ringing as "what it would sound like if you sat too close to a speaker at a concert." The nurse was seen by occupational health and her md. Per the occupational health rn, the nurse had resulting ringing in her ears when she left the room, loss of balance, and hearing loss. The md also diagnosed her with a head cold, and thought the eustachian tubes might be affected by the cold. He thought the hearing loss was directly attributable to the noise and further affected by the head cold. He prescribed medication and medical leave. Per the occupational rn she has started to improve with the medication, the increased hearing loss was temporary, and the nurse is scheduled to return to work (B)(6) 2012. The occupational rn did not confirm the exact duration of hearing loss experienced by the nurse. No further event details were provided.

Manufacturer narrative:
(B)(4). The devices involved in the implementation could not be identified and will not be returned by the customer for evaluation.